Manufacturer narrative:
The investigation performed by the field service engineer concluded that the system issue experienced by the site was associated was associated with the patient side cart medical grade power supply (mgps). The mgps converts the ac power from the wall socket (through the power cord) and converts it to dc power for use on the system. The mgps was returned to isi for evaluation. Engineering was unable to replicate the issue experienced by the site. The mgps was installed on an isi in-house patient side cart (psc) and the psc powered up in a normal mode. Video, voltage, and image testing using the affected mgps passed. The mgps was power cycled ten times and there were no errors generated. On (B)(4) 2013, isi contacted the initial reporter concerning this event. The initial reporter indicated that the patient was in stable condition and did not experience any intra-operative complications as a result of the reported event. As of (B)(6) 2013, there have been no reported recurrences of this failure mode at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the patient side cart (psc) suddenly transitioned to battery power. The doctors attempted to restart the system; however, the error message psc is not connected. Check red cable and psc power was displayed on the monitor and the system would not power on. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned surgical procedure. No patient harm was reported.